Event description:
The rptr stated that the pt's surestep meter had been providing fasting morning blood glucose readings of 15-84 mg/dl without hypoglycemic symptoms. On 8/25, the pt's low results, was 15 mg/dl. Concerned at the low results, the rptr transported the pt to the hosp that evening, where at 6:30 pm, a hosp result (unk method) of 128 mg/dl was obtained. No treatment was provided.